Event description:
Family member called to ask how to shut off pump and mentioned that patient "died about a week prior from massive mi". Pt was found dead at home, and wait-listed for kidney/pancreas transplant for end-stage renal failure.